Manufacturer narrative:
Details of complaint: the customer reported that this central nurse's station (cns) is not able to admit or discharge. Technical support (ts) asked the customer to reboot cns and after rebooting the unit, the cns would not launch the app, and it got stuck in a boot loop. There was no patient injury reported. Investigation summary: the returned device was evaluated and the reported boot loop was confirmed. The root cause was determined to be a failure of the hard drive disk (hdd).

Event description:
The customer reported that this central nurse's station (cns) is not able to admit or discharge. There was no patient injury reported.